Event description:
It was reported that there was a malfunction with the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to report if any malfunction code appears again, which the customer understood.